Event description:
Prior to the procedure, a tear was seen in the packaging of a neuron max 088 long sheath while being removed from the shelve. The device was not used.

Manufacturer narrative:
Result: there was a tear in the product sterile pouch above the label. Conclusion: the compliant has been evaluated. The compliant indicates that the neuron max 088 long sheath was removed from the product box and a hole was discovered in the sterile pouch. Evaluation of the returned product confirmed a tear in the product pouch. The product inside the sterile pouch was not damaged. The cause of the tear in the packaging could not be determined. However, the complaint described that the product was not stored in the product box in inventory but hanging by the tab of the sterile pouch. The sterile pouches are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.